Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative stating they met with the patient who is now doing fine and has no complications. No further actions were taken because the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported that the patient did not feel like they were getting the same therapy and had tingling in the hands/fingers, and toes. It was noted that the patient had slept ¿weird¿ (on (B)(6) 2018) and that the ins site hurt below the incision. In addition, it was reported that the patient usually interval for recharging was daily for about 40 minutes. However, later they would connect with the recharger and after 5 minutes they would see that the battery was full (battery not depleting as fast). It was recommended to bypass the battery full screen (in case the charge sufficient screen) to see if the patient was able to continue charging. The ins was confirmed to be on. The lead connection check on the programmer showed the following: lcc scroll right info screen (B)(4) scroll right nfi scroll right tni o/5e 0/61 93/26 7/2 scroll right 1/5b scroll down lcc 8 ok. It was reported that the patient ¿felt that¿ and the information confirmed lead was connected. It was confirmed that the patient had no falls, trauma, medical tests, or programming changes. The patient and manufacturer¿s representative were referred back to the healthcare professional (hcp) to check impedances/system integrity with the clinician programmer. The patient had an appointment on (B)(6) 2018. There were no further complications reported or anticipated.